Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 96 mg/dl. System check with tandem technical support was unable to identify a source of the blockage. The customer declined additional troubleshooting with tandem technical support.